Event description:
It was reported that a patient was brought in clinic for a lead revision, the right atrial (ra) lead was dislodged and as a resolution the ra lead was repositioned on (B)(6) 2024. No adverse events or patient consequences were reported.

Event description:
It was reported that a patient was brought in clinic for a lead revision, the right atrial (ra) lead was dislodged and as a resolution the ra lead was repositioned on (B)(6) 2024. No adverse events or patient consequences were reported.